Manufacturer narrative:
Event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the lead dislodged during the implant procedure. The helix mechanism was dysfunctional and not working properly. The lead was unable to be fixed into the myocardial tissue. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.